Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-apr-2023. The most recent information was received on 22-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of oligomenorrhoea ("oligomenorrhea") in a 42 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("essure placed unilateral in left side" on (B)(6) 2012) and device use issue ("right ostium occluded, right right salpingectomy / essure placed only into the left ostium"). The patient had a medical history of salpingectomy (right salpingectomy). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 34 days after essure insertion, she experienced tachycardia ("tachycardia"), palpitations ("palpitations"), fatigue ("intense fatigue"), chills ("chills") and paraesthesia ("paresthaesia"). On (B)(6) 2013 she experienced dizziness ("light-headedness / non-rotary light-dizziness with feeling of faintness without loss of consciousness:"). An unknown time later she experienced oligomenorrhoea (seriousness criterion medically important), menstruation irregular ("irregular menses"), premature menopause ("symptomatology that I can attribute to a potential menopause.a few months after essure insertion"), flushing ("flushing"), night sweats ("night sweats"), depression ("mild depressive syndrome"), libido decreased ("reduced sexual drive") and irritability ("irritability"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tachycardia, fatigue, palpitations, dizziness, chills, paraesthesia, premature menopause, menstruation irregular, oligomenorrhoea, depression, libido decreased, flushing, irritability or night sweats. The reporter commented: essure placement surgery report of (B)(6) 2012, nature of the intervention: left unilateral essure, intervention progress: under general anaesthesia, swabbing, setting up of a sterile field, bettocchi type hysteroscopy,, occluded right ostium, clearly visible left ostium, fast movement, easy setting of the essure device. 3 intrauterine coils, no obvious complication. Since the insertion, she has been living like an 80-year-old person, intense fatigue, palpitations, tachycardia, lightheadedness, chills, paresthaesia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Ear, nose and throat examination] on (B)(6) 2013: non-rotary light-dizziness with feeling of faintness, on 13-nov without loss of consciousness: tachycardia and paresthaesia of the hands, normal chem panel has the feeling of ¿walking on air¿ notion of nuchalgia sensation of clicks in the ears conclusion: neuro examination scheduled on 16-dec. Symptoms do not indicate an ear, nose, throat disorder; on (B)(6) 2021: normal primary care vestibular assessment [gynaecological examination] on (B)(6) 2017: a few months after the insertion, she told me that she had a symptomatology that I can attribute to a potential menopause. She has irregular menses, sometimes with oligomenorrhea. I noticed a mild depressive syndrome, which has been treated, reduced sexual drive, some palpitations, flushing, irritability and night sweats. This symptomatology clearly resembles peri-menopause, therefore I reassured her. However, if she wishes, she may consider having a full assessment done, of course, so that another pathology would not be hidden, in particular for her palpitations. As regards the allergology tests, a potential hypersensitivity to metals, such as nickel, may be assessed. [Hysterosalpingogram] on (B)(6) 2023: indication: tubal assessment, history of left salpingectomy, essure on the left side in (B)(6) 2012. Results: unprepared image, essure in projection of the pelvic cavity, no bone lesion and no pathological calcification. After opacification: homogenous, regularly-shaped, retroverted, normal morphology uterus without any intra-cavity process recognized. No transfer of contrast product to the left side with an essure that appears to be continent on the right side, only the interstitial section is opacified (right salpingectomy. Conclusion the left essure appears to be continent. . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of oligomenorrhoea ("oligomenorrhea") in a 42 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("essure placed unilateral in left side" on (B)(6) 2012) and device use in unapproved indication ("right ostium ocluded, right salpingectomy / essure placed only into the left ostium"). The patient had a medical history of salpingectomy (right salpingectomy). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 34 days after essure insertion, she experienced tachycardia ("tachycardia"), fatigue ("intense fatigue"), palpitations ("palpitations"), chills ("chills") and paraesthesia ("paresthesia"). On (B)(6) 2013 she experienced dizziness ("light-headedness / non-rotary light-dizziness with feeling of faintness without loss of consciousness:"). An unknown time later she experienced oligomenorrhoea (seriousness criterion medically important), premature menopause ("symptomatology that I can attribute to a potential menopause. A few months after essure insertion"), menstruation irregular ("irregular menses"), depression ("mild depressive syndrome"), libido decreased ("reduced sexual drive"), flushing ("flushing"), irritability ("irritability") and night sweats ("night sweats"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tachycardia, fatigue, palpitations, dizziness, chills, paraesthesia, premature menopause, menstruation irregular, oligomenorrhoea, depression, libido decreased, flushing, irritability or night sweats. The reporter commented: essure placement surgery report of (B)(6) 2012, nature of the intervention: left unilateral essure, intervention progress: under general anaesthesia, swabbing, setting up of a sterile field, bettocchi type hysteroscopy,, occluded right ostium, clearly visible left ostium, fast movement, easy setting of the essure device. 3 intrauterine coils, no obvious complication. Since the insertion, she has been living like an 80-year-old person, intense fatigue, palpitations, tachycardia, lightheadedness, chills, paresthesia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Ear, nose and throat examination] on (B)(6) 2013: non-rotary light-dizziness with feeling of faintness, on (B)(6) 2013 without loss of consciousness: tachycardia and paresthesia of the hands, normal chem panel. Has the feeling of ¿walking on air¿ notion of nuchalgia sensation of clicks in the ears conclusion: neuro examination scheduled on (B)(6) year unknown. Symptoms do not indicate an ear, nose, throat disorder; on (B)(6) 2021: normal primary care vestibular assessment [gynaecological examination] on (B)(6) 2017: a few months after the insertion, she told me that she had a symptomatology that I can attribute to a potential menopause. She has irregular menses, sometimes with oligomenorrhea. I noticed a mild depressive syndrome, which has been treated, reduced sexual drive, some palpitations, flushing, irritability and night sweats. This symptomatology clearly resembles peri-menopause, therefore I reassured her. However, if she wishes, she may consider having a full assessment done, of course, so that another pathology would not be hidden, in particular for her palpitations. As regards the allergology tests, a potential hypersensitivity to metals, such as nickel, may be assessed. [Hysterosalpingogram] on (B)(6) 2023: indication: tubal assessment, history of left salpingectomy, essure on the left side in (B)(6) 2012. Results: unprepared image, essure in projection of the pelvic cavity, no bone lesion and no pathological calcification. After opacification: homogenous, regularly-shaped, retroverted, normal morphology uterus without any intra-cavity process recognized. No transfer of contrast product to the left side with an essure that appears to be continent on the right side, only the interstitial section is opacified (right salpingectomy. Conclusion the left essure appears to be continent. . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.